Event description:
It was reported that the patients leads migrated. Symptom was rib stimulation. The patient underwent a revision procedure wherein one of the leads was repositioned and the other was replaced with an artisan lead. The patient has excellent post operation status.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (B)(4); batch: (B)(4).